Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 290 mg/dl. Pump system check with the customer did not confirm location of occlusion. Pump supplies were changed and pump therapy was resumed.